Event description:
Vagus nerve stimulator, lead impedance found in dec 05. Mammogram was done in sept 2005. Apparently the leads were compressed during the mammogram and left leads uninsulated. Vagus nerve stimulator was replaced in march 2006, vns was removed in april 2006 due to staph infection at stimulator site. Stimulator was initially placed in jan 2003 and new device implanted in march 2006, which then was removed in april 2006 due to infection...have been unable to speak clearly since the march surgery, and now find out paralyzed vocal cord due the surgery/device.